Event description:
It was reported that mdu did not turn off. No patient injury was reported.

Manufacturer narrative:
There was a relationship found between the returned device and the reported incident. Mdu failed functional tests with ¿short circuit detected¿ error when power cord was inserted into the mdu receptacle on the test control unit. Power cord assembly grew warm during testing. After troubleshooting, the cause of the short circuit error and overheating was observed to be a defective power cord assembly. A visual inspection was performed on the power cords external covering and no physical damage was observed, only a small kink near strain relief. It was determined that the power cord has a shorted or open internal wire. Motor and hall board were tested and passed functional testing. The complaint investigation has concluded that this unit has succumbed to physical damage to power cord. Factors which can contribute to a shorted power cord include rolling a heavy cart over the cord or excessive bending of the cord. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.